Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a during implant procedure, a lead's suture sleeve dislodged into the patient's lung. The lead was extracted and a new lead was used. No adverse complications resulted from this. The patient was stable.